Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified de novo chronic total occlusion of the mid femoral artery. A 210 cm command 18 guide wire was used; however, there was difficulty in torqueing the device and it failed to cross the lesion. Additionally, there was resistance when removing the guide wire from an unspecified balloon dilatation catheter. The device was then removed independently and it was also visually noted that the polymer on the tip of the guide wire had peeled off when the device was removed from the anatomy. It was reported that there was no polymer left inside the anatomy. Another unspecified guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported peeled polymer was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance and the reported physical resistance were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.